Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter powers off during use and the test strip peels after inserting it into the meter. He also feels that the test strips are being pushed out after he inserts the strips into the meter and that is why the meter is turning off. The patient claimed that there was no trauma to the meter and the battery was replaced per the owner's manual. The reported issues first occurred at noon on two days earlier. On original date, the patient developed symptoms of light-headedness and sweats so he administered self-treatment with food/drink. This complaint is being reported because the patient allegedly developed symptoms after the reported issues started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.